Manufacturer narrative:
(B)(4).

Event description:
Procedure: gynecology. According to the reporter: whilst occluding veins in an unk gynae case, the surgeon closed the clip handles around a vein, and rather than closing front to back, as is normal, the clip scissored, cutting the vessel. No tissue loss. No extension of surgical time. Blood loss of 4 liters.